Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings and that the pump usb port was loose, and the pump battery intermittently could not be charged. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.